Manufacturer narrative:
(B)(4). Batch: t5a42k. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with one gst60d cartridge reload present. The reload was received fully fired and with 11 b-from staples inside of the pockets, in 2 pockets it was noted that double staples were present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic pneumonectomy, some staples at the proximal end part of the cartridge were unformed at the third firing on the lung. The thickness of the target tissue was not even, and the device was used from the thick part to the thin part of the tissue at the firing. There was no air leak because only one staple line on one side became u-shaped. Bleeding did not occurred, though jaw was stuck to the tissue when dr released the closing lever. Before the event, the tissue was stapled with the same device loaded with a black cartridge. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.